Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo eccentric lesion located in the mid left anterior descending (lad) artery with no tortuosity that was 70% stenosed. Resistance was not felt during advancement of the mini trek rx balloon dilatation catheter (bdc) through the lesion and it crossed successfully; however, it was unable to be inflated. When the bdc was removed from the patient's anatomy and examined, a leak was observed on the catheter shaft. A replacement bdc was used for dilatation. There were no adverse patient effects or clinically significant delay in the procedure reported.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported leak and inflation issues were confirmed. There was no damage noted to the balloon dilatation catheter (bdc) prior to use or leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the device was inadvertently mishandled during advancement such that it interacted with another surface and caused the material at the outer member to tear and lift. Additionally, the noted tear at the outer member likely contributed to the reported inability to inflate the balloon. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.